Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was stroke and heart arrhythmia. The caller stated that the customer was in a hospital and in rehabilitation for six months; was at home in march and four days in july. In july the customer was admitted back into a hospital after hitting his head and that's where the customer passed away. The caller stated that the customer had diabetes complications, heart disease, kidney failure, and stroke. The customer's blood glucose was 452 mg/dl at the time of passing. The last recorded value on the glucometer was 288 mg/dl on (B)(6) 2016. The customer was not wearing the insulin pump ah the time of passing; it had been disconnected a couple of hours before passing by the customer's spouse. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with depleted energizer alkaline battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 13.350u; (B)(6) 2016 daily insulin total = 9.025u; (B)(6) 206 daily insulin total = 6.025u; (B)(6) 2016 daily insulin total = 6.025u; (B)(6) 2016 daily insulin total = 6.000u; (B)(6) 2016 daily insulin total = 10.125u; (B)(6) 2016 daily insulin total = 6.000u.